Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A other health care professional reported with the description of trailing haptic was overbended. Additional information has been requested but is not available at the time of this report.